Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of potential cannula obstruction, suspected thrombus, and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Analysis of the log file provided by the account confirmed a low speed advisory event; however, a specific cause for the observed event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020 and captured a transient low speed advisory alarm on (B)(6) 2020 associated with the pump speed briefly decreasing below the low speed limit. No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the remainder of the log file data and appeared to be functioning as intended. It was reported that there was suspicion of thrombus formation due to an increase in ldh and a low speed alarm. It was reported that there were no changes to patient condition or anticoagulation that may have contributed to the reported event. There were reportedly no changes to pump parameters. A ramp test was performed and it was reported that the test suggested cannula obstruction. The patient had new york heart association (nyha) class iii heart failure and lung congestion. There were reportedly no signs of low cardiac output; the plan was to add androgenic anabolic steroids (aas) and list the patient for urgent heart transplant status. The patient was reportedly stable and there were no further alarms. The patient ultimately expired on (B)(6) 2020 due to unrelated events. The device was not returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 09may2014. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including hemolysis and device thrombosis, and the proper actions associated with them. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU addresses all pump parameters, including pump speed. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the heartmate ii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. There was suspicion of thrombus formation due to an increase in lactate dehydrogenase (ldh) and low speed alarms. Technical services reviewed submitted log files and observed a low speed event that occurred on (B)(6) 2020 at 21:33. This occurred while connected to the power module and lasted only a couple seconds. Power and flow were stable in the 5-6w range throughout the log file and technical services noted the low speed event may have been caused by something passing through the pump. Additional information reported that there were no changes to patient condition or pump parameters that may have contributed. Ramp test results suggested cannula obstruction. The patient exhibited lung congestion and symptoms classified as (B)(6) class iii heart failure. The patient was reported to be stable but was listed for urgent heart transplant.